Event description:
It was reported that the device migrated and had reached elective replacement indicator. It was also that the right ventricular (rv) lead had high threshold and a low sensing value with the subsequent tension placed on the lead from device migration. The device was explanted and replaced, and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.